Event description:
The hcp reported the patient's pump and catheter were explanted and replaced after 90 months implant duration. The patient's pump was explanted dye to battery depletion. The patient experienced a decrease in their pain control. The drugs contained in the patient's pump were morphine sulfate and bupivacaine (unk concentration/dose). The hcp reported the patient continues to receive the intrathecal medication for pain control. See manufacturer's report #: 6000030200700784.

Manufacturer narrative:
Final device analysis revealed motor gear shaft wear.